Manufacturer narrative:
The reported event of premature discharge of battery and pacing problem were not confirmed. The device was received with battery voltage at elective replacement indicator (eri) level which was reached post-explant. Electrical and mechanical analysis performed indicated normal functionality. Further functional testing found pacing parameters within normal range. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.

Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the patient experienced unspecified symptoms to ventricular pacing from its pacemaker. The device's battery was noted to deplete prematurely. The device was explanted and replaced. The patient condition was unknown.